Manufacturer narrative:
The reported complaint that "the lcd screen of the autopulse platform (B)(4) was blank" was confirmed during functional testing. The autopulse platform was able to power up without any issues. However, the lcd backlight did not turn on and the screen was blank. The possible root cause of the blank lcd screen was the lcd being defective, likely due to the aging of the device. The autopulse platform was manufactured in december 2009 and is over 12 years old, well beyond its expected service life of 5 years. The lcd display assembly needs to be replaced to remedy the fault. Visual inspection of the returned autopulse platform was performed, and no apparent physical damage was observed. Archive data could not be downloaded and reviewed as the archive data stopped during the downloading process. The possible root cause of this issue was either the parameters in backup memory (non-volatile ram) have been corrupted, or the processor board failed due to a defective component. The processor board needs to be replaced to address the noted issue. The last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. This platform will be returned to the customer without repair, and it will have a label stating, "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that during shift check, the lcd screen of the autopulse platform (B)(4) was blank. No patient involvement.